Event description:
There was noise, intermittent loss of capture and loss of sensing on the rv channel. While replacing this lead, the rv coil pin could not be removed from the header of the ICD. The physician cut the lead at the pin and returned that portion of the lead in the device. The remainder of this lead was capped and replaced.